Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' One imp,tsv,4.7,8,mtx,mg (tsvtwb8) was returned for investigation (images attached in the complaint). Visual inspection of the as returned product identified that the vial is empty of the implant however, mount was returned. The cap is noted to already be opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Device history record (DHR) review was completed for the subject lot number 63553757. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63553757) for similar event using keyword 'incorrect component quantity' and no other complaint was identified. November post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvtwb8) and event (missing components). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
Doctor reported that the packaging was empty, no implant was inside. Procedure was finished using another implant.